Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that it displays a failure during the operational test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device and determined that operation test was failed due to a defective capacitor, paddle input connector and missing therapy collar. The customer was sent a quotation, but there is no response from the customer and the quote was cancelled. The device remains at the customer site, and no further evaluation is warranted at this time.